Event description:
A consumer reports experiencing a loss of peripheral field vision following bilateral intraocular lens (iol) implant surgery. He further reports, he has a dark area on the periphery of both eyes, like tunnel vision that is worse when he squints. He was prescribed glasses and they do help. Additional information has been requested. There are two medical device reports associated with these events. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history records review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/21/2008 and 09/03/2008 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 09/12/2008.